Manufacturer narrative:
Updated section g3/g4, h6, and h10. The delivery catheter was returned. The following was reported: the gore® tag® thoracic branch endoprosthesis side branch (sb) device evaluation for case (B)(4) showed the following: the device evaluation showed no observable damage nor abnormalities of the dual lumen catheter, transition, distal shaft and olive tip. It was observed that the transition was separated from the dual lumen catheter. The findings of the evaluation are consistent with the reported event description, which stated that ¿the olive tip broke off from the delivery catheter¿. Per the manufacturing product history review (phr), case-(B)(4), a review of the manufacturing records indicated that the manufacturing lot met all pre-release specifications. No root cause for the reported event of transition separation could be identified. A manufacturing deficiency associated with the reported event description, which stated that ¿the olive tip broke off from the delivery catheter¿, was not identified during the device evaluation. H6: code d15-there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c21 - results pending completion of delivery catheter engineering analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat a penetrating atherosclerotic ulcer (pau), utilizing gore® tag® thoracic branch endoprosthesis (tbe side branch component). It was reported the tbe side branch component was deployed and implanted with no issues. Upon removing the tbe side branch component, the olive tip broke off from the delivery catheter. The olive tip was successfully retrieved. No resistance was noted upon removal of delivery catheter. The physician does not know what caused this issue. The patient tolerated the procedure. No further patient information is available. The delivery catheter will be returned.